Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or co ntributed to a death or serious injury or malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b. Adverse event or product - there is no reportable adverse event or product problem. B5. A third paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the valve "went slightly deeper" causing left bun dle branch block (lbbb). Subsequently, the valve was recaptured and the patient's rhythm returned to normal; however, during the second deployment attempt, the lbbb reoccurred. The valve was successfully implanted. Additional information was received indicating that the valve dislodged towards the left ventricle. Additional information was received to report a non-medtronic (safari) guidewire was used and a pre-implant balloon dilation was performed. The starting point of deployment was slightly above the lower end of the pigtail catheter. The previous narrative was corrected to indicate there was no dislodgement of the valve, instead the implant depth was too deep which caused the interference with the conduction and why the valve was recaptured. The valve was fully deployed at a depth of 3mm on the non-coronary cusp and 6mm on the left coronary cusp.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the valve "went slightly deeper" causing left bun dle branch block (lbbb). Subsequently, the valve was recaptured and the patient's rhythm returned to normal; however, during the second deployment attempt, the lbbb reoccurred. The valve was successfully implanted.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the valve "went slightly deeper" causing left bun dle branch block (lbbb). Subsequently, the valve was recaptured and the patient's rhythm returned to normal; however, during the second deployment attempt, the lbbb reoccurred. The valve was successfully implanted. Additional information was received indicating that the valve dislodged towards the left ventricle.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.